Event description:
It was reported that a merlin.net transmission alerted that the device was in back-up vvi mode. Unsuccessful attempts to contact the patient were made, and it was later learned that the patient expired. In the weeks prior, the physician noted that there was a noticeable increase in the amount of appropriate therapies and requested that the patient come to the clinic for review, however, the patient refused. A proper remote transmission was received (B)(4) 2014 and a transmission noting back-up vvi was received (B)(4) 2014. The device was not interrogated after the patient expired. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.